Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced recurrent alert 38 motor stall alarms, persistent hyperglycemia, and lack of corrective insulin delivery despite multiple device restarts, infusion set change, tubing fills, and cgm reconnection steps; the user performed dry runs without alerts, reported a prior insulin occlusion, and ultimately received a replacement ilet with return of the original device pending. Symptoms included elevated blood glucose. Outcomes included temporary interruption of pump therapy per instructions and use of manual insulin injections. Investigation included troubleshooting by customer care, verification of cgm connectivity, infusion set replacement, dry run priming, and arrangements to retrieve the original device for evaluation. Investigation of this device revealed motor stall alarms associated with the insulin delivery mechanism and reported hyperglycemia, with no visible cannula or site issues at the time of set removal. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence while the device evaluation is pending.